Manufacturer narrative:
The device has not been received for eval at this time. The ureteral stents were placed following a re-implantation of the ureters due to cancer on (B)(6) 2010. Info received indicates the stent segments were removed through a percutaneous procedure using a nephroscope within the same procedure. Upon receipt of the device and additional info, a follow up report will be completed.

Event description:
A female pt underwent implantation of two sof-flex double pigtail ureteral stents on (B)(6) 2010. On (B)(6) 2010, the physician performed a bilateral removal stent change of the double pigtail stents. One stent was removed and the second stent was found to have encrusted and was only partially able to be removed. It was assumed that a pigtail remained in the left kidney of the pt. Later an x-ray was performed and determined the pigtail was still in the kidney. The pt was perc'ed and the stent was removed through a nephroscope. An x-ray was performed and determined the pigtail was still in the kidney. The pt was perc'ed and the stent was removed through a nephroscope.